Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Event description:
Consumer complaint of about incorrect unit of measure. Customer states that when blood test performed, the meter reads in units of "mmol." Recall test results from meter memory: 77.mmol. No adverse event reported.